Event description:
It was reported that the patient presented in clinic with heart block. On (B)(6) 2021 an x-ray revealed dislodgement on the right ventricular (rv) lead. Device interrogation revealed no capture, under-sensing, and r-wave amplitude variation on the rv lead. The physician elected to explant and replace the rv lead. Patient condition after the procedure was stable.